Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure to treat a de novo lesion in the mid diagonal with moderate tortuosity, moderate calcification and 80% stenosis, pre-dilatation was performed. A 2.5x15 rx xience v stent delivery system (sds) was advanced but could not cross the lesion due to the patient anatomy. The hypotube separated into two pieces during use of the sds; however, the physician could not recall when the separation occurred. The procedure was stopped without treatment of the lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.